Event description:
It was reported that the monitor experienced nothing on the display during set up. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d9, g1, h2, h3, h6, h11. Corrected fields: h6. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: a faulty mb1251 board and switching regulator. A root cause could not be identified. Based on the results of the investigation, it is likely that the 'nothing on the display' (no image) was due to a faulty mb1251 board and a faulty switching regulator. The most probable cause of the faulty mb1251 board and switching regulator was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.